Event description:
Voluntary medwatch received states that the right ventricular lead exhibited noise and high pacing impedance. No intervention was performed. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5157694.